Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the collet in the reported problem area of the pipettor assembly was stuck. Problem related to jell bulldup on collet. The tip clamp and cleeve were replaced. All tip clamps were checked. The instrument was tested without further problem and returned to service.